Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The xience alpine device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2015, two unknown xience alpine stents were deployed to treat a lesion in the proximal right coronary artery. On (B)(6) 2015, the patient was re-admitted to the hospital with angina. No treatment was performed. There was no reported adverse patient sequela. There was no additional information provided.